Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon was attempting to fire 3 clips across the cystic duct and 3 all clips scissored. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. The instrument is designed to lockout when all the clips have been fired. No clips scissored were noted during evaluation. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.